Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The pump was not returned for investigation. The data log was available until march 24th. According to the clinical details a purge side arm leak was reported on march 27th without affecting any purge parameters. The cause of the purge leak issue was most likely leak from the sidearm but the exact location of the leak was unknown without provided picture or returned product. D6b explant date added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 5.5 pump support was initiated to support a patient admitted in with known coronary artery disease and cardiomyopathy. The 5.5 was placed but there was a hematoma and after 6 days the team observed a purge sidearm leak. The pump remained on for support despite the leakage. The purge failure and purge pressure remain stable. There was no patient harm reported.